Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported alarm in line which was not reproduced during evaluation. Alarm in line were verified through a review of the event history log and found to be caused by a processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that alarmed air in line issue and upstream occlusion for no reason. There was no patient involvement. No additional information is available.